Manufacturer narrative:
(B)(4)..

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s mother) contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch ping presented a fading display. The complaint was classified based on the customer service representative (csr) limited documentation as the reporter was unwilling to provide further information. The reporter indicated that the alleged meter issue began on (B)(6) 2018 during am time. The reporter did not provide further information on the patient diabetes management regimen or if any changes were made to the patient usual diabetes medications in response to the alleged issue. The patient reported symptoms of feeling ¿shaky, sweaty, faintly, nausea¿ on the same day at an unspecified time after the meter issue. The patient self-treated eating food and/or drink. The reporter did not confirm if any other devices were used to test the patient blood glucose. During troubleshooting, the csr established that there was no indication of misuse to the device and the patient did not have a backup meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.